Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up with the clinic, it was revealed that the machine did not malfunction and the issue was with the outlet at the clinic that the machine was plugged in to. The machine was returned to service without any repairs being made.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment the machine shut down in the middle of treatment. The nurse was not able to get the machine to turn back on, so she could not return the patient's blood. The patient was disconnected and did not complete treatment as he only had 13 minutes of treatment left. The patient did not experience any ill effects or require medical intervention. The estimated blood loss was 300 ml. No sample is available for evaluation.